Event description:
It was reported that the wireless recharger (wr) will not power on. The patient saw a 'recharger not found' message on the handset and the recharger just has 3 flashing green lights. The recharger has been on a dock for a while and confirmed dock is getting power and that nothing is preventing the prongs from connecting to the dock. Patient rep performed a hard reset in which the lights changed, but ended up with all 3 battery lights flashing. Tried to pair the handset and saw 3167, but then the screen went back to 'not found'. An email was sent to the repair department to replace wr and dock. No symptoms were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID wr9200 (serial: (B)(6)); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis of the wr9200 wireless recharger (wr) (serial# (B)(6)) revealed that led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.